Event description:
Customer reported no spo2 readings from the v series monitor. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's vps module.